Event description:
It was reported that the patient complained of being short of breath the last 2 or 3 weeks. During the device interrogation it was noted that the device experienced an electrical reset and all parameters have been successfully restored. Since parameters were successfully restored, no action was taken and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 crdm non-defib lead, implanted: (B)(6) 2008. (B)(4).